Event description:
It has been reported that the unspecified bd¿ pen needle has been found experiencing inability to prime durin use. The following has been provided by the initial reporter: material no. Unknown. Batch no. Unknown. It was reported that there was no insulin flow when priming. Consumer reported last two boxes. No insulin flow when priming. Samples available from both boxes. Could not provide product information because she discarded the boxes. Incident dates unknown, she has been collecting the pen needles she could not prime stated, using nano pen needles. Went over steps on what to look for before attaching pen needle and not to over tighten.

Manufacturer narrative:
H.6. Investigation summary: customer returned (5) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that there was no insulin flow when priming. All returned pen needles were examined and 2 out of 5 samples exhibited a broken non patient end of the cannula. One sample exhibited a bent non patient end of the cannula. Both remaining samples were tested and both were able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent and broken non patient end of the cannula). User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found experiencing inability to prime durin use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that there was no insulin flow when priming. Consumer reported last two boxes. No insulin flow when priming. Samples available from both boxes. Could not provide product information because she discarded the boxes. Incident dates unknown, she has been collecting the pen needles she could not prime stated, using nano pen needles. Went over steps on what to look for before attaching pen needle and not to over tighten.